Event description:
It was reported that this right atrial lead exhibited noise and low out of range pacing impedance measurements. It was decided to surgically abandon and replace this lead. No further adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried body fluid and tissue around the helix, additionally corrosion appearance was noted. Noted cuts in insulation and deformed coils 245mm from the terminal end. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that the corrosion was caused by a component failure on the connected pulse generator device which placed a continuous voltage on the lead. The continuous voltage on the lead caused the observed corrosion.

Event description:
It was reported that this right atrial lead exhibited noise and low out of range pacing impedance measurements. It was decided to explant and replace this lead. This lead was returned to boston scientific for evaluation. No further adverse patient effects were reported.